Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204, service code 107) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to contamination on the computer/analog pca. The contamination damaged multiple components on the pca. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 107 (multiple abnormal shutdowns) and a service code 204 (belt/monitor unusable).